Event description:
Information received indicates the head section is stuck in the raised position and cannot be raised or lowered.

Manufacturer narrative:
The technician replaced the worn head panel gas spring to repair the stretcher.